Event description:
It was reported that the cutter stopped cutting properly during use. Another cutter was used in its place with acceptable results. Although the instrument was used in surgery, no patient complications were reported.

Manufacturer narrative:
Visual and optical examination of the -03 mill gear and -05 mill pinion interfacing features identified significant material plastic deformation. The location and nature of the wear is consistent with instrument usage; this instrument is a single-use instrument. The above observations are consistent with anticipated wear.

Manufacturer narrative:
(B)(6). (B)(4). Analysis for the device is in progress.